Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display and coiled cable issues from moving the coil cable attached to the screen back and forth by wiggling the connector. When this happens the whole unit shuts down or reset. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information was requested from the customer , and the customer reported that the failure was resolved with a top level display kit.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display and coiled cable issues from moving the coil cable attached to the screen back and forth by wiggling the connector. When this happens the whole unit shuts down or reset creating error 63. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information was requested from the customer in regards to the status of the iabp, and the customer reported that the iabp unit was put back in clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display and coiled cable issues from moving the coil cable attached to the screen back and forth by wiggling the connector. When this happens the whole unit shuts down or reset creating error 63. There was no patient involvement, and no adverse event reported.